Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device evaluation could not replicate the reported intemittent loss of ECG signal through the leads or absence of ECG signal through the therapy pads. Functional testing confirmed the device correctly acquired and displayed ECG signals in both 12-lead and pads view and successfully delivered a 30j test shock. Review of the device log showed the reported absence of ECG waveform occurred because the device was set to the incorrect ECG monitoring view (pads view while using ECG leads, and later 12-lead view while using therapy pads). Once the appropriate ECG view was selected, the ECG waveform displayed normally. The investigation determined the device functioned as designed. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.